Event description:
Reporter alleged obtaining discrepant back to back blood glucose values of 227, 115, and 124 mg/dl when all tests were performed 2 minutes apart on the advantage system. Reporter stated, he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.